Manufacturer narrative:
Follow-up #1: date of submission 01/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: black box shows dates from 9/26/2015 -10/16/2015. Black box shows a unexplained "por" event on 10/8/2015 following an empty cartridge warning and loss of prime warnings on 9/27/2015. Bb shows pump was not in use from 9/27/2015 -10/8/2015. No battery cap returned. All testing performed with a test battery cap. Test battery cap is able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Leak test passes. Removed pump case. No evidence of moisture or loose components observed inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.